Event description:
It was reported that a dexcom g7 continuous glucose monitor became unpaired from the ilet device, after which the user was guided to toggle bluetooth, restart the device, and re-enter the sensor pairing code to restart the pairing process; blood glucose was not affected. Symptoms included none. Outcomes included no clinical impact and no hospitalization. Investigation included customer support troubleshooting and user education to restore wireless connectivity and reinitiate pairing. Investigation of this case revealed a pairing failure limited to the ilet-g7 connection, with no evidence of sensor malfunction or device damage, and the issue was addressed through standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption consistent with transient connectivity loss.